Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. It was additionally reported that the patient was involved in a motor vehicle accident after evoke scs implant procedure; however, it is unknown whether the accident caused or contributed to the reported implant pain. The patient alleged that the reported symptom worsened when stimulation was running, hence the evoke scs system was turned off. A revision procedure was performed to reposition the evoke cls and resolve the reported event.